Event description:
It was reported that the customer was vomiting and hospitalized with high blood glucose. The caller stated that the customer had large ketones in the urine. The blood glucose was 50mg/dl at the time he was released. The caller stated that he was given juice and crackers, and his blood glucose went up to 77mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.